Manufacturer narrative:
Per tandem¿s cartridge instructions for use: ¿replace the cartridge every 48 hours if using humalog; every 72 hours is using novolog.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the cartridge was in use for 7 days. Tandem technical support (cts) had the customer perform a system check and the occlusion was possibly related to the site. However, the cannula was not compromised. Reportedly, the infusion set was changed and insulin delivery was resumed. Blood glucose was 136 mg/dl. Cts educated the customer on novolog and cartridge labeling.